Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 36 mg/dl. The customer was treated with intravenous insulin drip and ems/ambulance/emergency room visit. The event involved product(s) mmt-332a, mmt-1884, mmt-431a. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-431a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated description summary to show: what led up to the event was that the sensor ended early the day before the low event. Paramedics were dispatched around 3:30pm. Customer was treated with intravenous fluid (not insulin drip). It was unknown if pump was used within 48 hours of the low. There was no high blood glucose. Sensor was not used. So, smartguard was not used. It is unknown if customer will discontinue the pump. Pump is not returning for analysis.